Event description:
It was reported that the rear rotation knob is broken. The technicians have reported that the knob is free spinning and the doctor has been using the front thumb wheel to finish the biopsy. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.